Event description:
A pt reported that he began to feel pain 2 days after commencing wear of focus dailies lenses, and a pharmacist recommended using a eye lotion (unspecified product). As the pain increased after a few days, he attended the hospital emergency dept where an ophthalmologist diagnosed a left eye, centrally located corneal abscess with one associated infiltrate (<1mm dia). Moderate pain noted. There was no anterior chamber reaction. A culture was taken, but the results of any microbiological analysis has not been supplied. Treatment consisted of ciloxan, tobrex, and desmodeine. The event has resolved with permanent scar expected. Pre-event acuity unk, post-event bcva reported to be 9/10, left eye. Request has been made for additional info.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." The product was not made available in order to conduct an evaluation. The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.